Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella cp experienced an alarm for impella in aorta, and malposition of the pump during support. It was reported that on the second day of support, there were alarms for impella in aorta. The touhy lock was found to have loosed overnight, which caused the pump to migrate with patient movement which subsequently triggered the alarm. The impella was advanced back into the ventricle without complications. Imaging was performed to verify correct impella placement. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the device in wrong position was use related as the touhy had been loosened overnight and the patient moved causing the pump to migrate per clinical details.